Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 23 alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error or low battery alerts noted during testing. Multiple low battery alerts and pump error alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage unloaded was less than consecutive minutes as indicated in the power management graph due to an on-sleep anomaly software error. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label and peeling end cap address label.